Event description:
It was reported that the pt was disturbed and came out of bed. At that time, the catheter filled with blood and the pump totally filled with blood. Due to the "turbulent" occasion, nobody was paying any attention to the pump. This is why no one noticed the pump alarms. There is no further info available.

Manufacturer narrative:
Sample will not be returned for eval.